Manufacturer narrative:
Section a4 and a5: unknown/ not provided. Section b3: date of event: unknown, information not provided. Section d6a: if implanted, give date: unknown/ not provided. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It is reported that a multifocal intraocular lens (iol) was explanted after the implantation due to myopic shift. The lens was removed and replaced during a secondary surgical procedure with another monofocal j&j iol. No injury or further intervention was required. The patient's current status is stable. No additional information has been provided.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes section d-9: device date returned to manufacturer: aug 28,2024 section h-3: device evaluated by manufacturer: yes device evaluation: visual inspection of the lens reveal that it was received cut in half. The lens was cleaned, presenting with no additional issues. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order was performed. Conclusion: the complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.